Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 200 ohms. Technical services (ts) discussed troubleshooting options. An x-ray was performed and from the image they can not confirm a fracture and if the device is connected. Additionally, it was noted that the patient received an inappropriate shock due to an atrial arrhythmia. Ts provided recommendations and the rep will discuss with the treating follow-up physician. At this time, the lead remains in service. No adverse patient effects were reported.